Event description:
It was reported that a hair-like product was found in an unopened s-curve urethral dilator set packaging. The device was not used on a patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(6). Initial reporter occupation = non-healthcare professional - materials manager. Device return status unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: it was reported that a hair-like product was found in an unopened s-curve urethral dilator set packaging. The device was not used on a patient. The hair like product was discovered prior to the start of an unspecified procedure. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, and quality control data. One s-curve urethral dilator set was returned in unopened packaging. There was a long dark hair trapped in the packaging at the chevron end. In response to this incident, cook completed a review of the DHR. The set lot was reviewed and no non conformances were found to be recorded. A search of the complaint database found no other complaints reported for the set lot. The employee who inspected the finished packaged product has completed defect awareness training. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: do not use the product if there is doubt as to whether the product is sterile. The complaint was confirmed based on the returned package device which contained a long dark hair trapped in the packaging at the chevron end. A review of the device history records found no related anomalies and no other complaints have been reported for the complaint lot at the time of this investigation. A review of manufacturing procedures found controls to be in place, the finished package products are visually inspected for loose particulate. Cook has concluded the cause for the complaint is manufacturing related. The employee who inspected the finished packaged product has completed defect awareness training. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H6: health effect - impact code. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 06apr2022: the hair like product was discovered prior to the start of an unspecified procedure. Another same type device was used to complete the procedure.